Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted the case was bulging. Review of device memory confirmed the reported long charge time and charge time out codes. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis did not reveal any internal electrical damage that would cause the device charge time out; however, evidence of excessive internal heating was noted. Due to the damage to the component, the root cause of the damage/swelling could not be ascertained. Analysis did conclude, though, that the clinically observed charge timeouts were unrelated to the damaged high voltage capacitor and, instead, were likely related to whatever caused the damage to the capacitor.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Interrogation revealed the device had exhibited two codes, one indicating a long charge times and the second indicating a charge time out. An x-ray of the system was performed which found the electrode was coiled up next to the device. Boston scientific technical services (ts) discussed this may be an indication of twiddler's syndrome. Subsequently, the device and electrode were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Interrogation revealed the device had exhibited two codes, one indicating a long charge times and the second indicating a charge time out. An x-ray of the system was performed which found the electrode was coiled up next to the device. Boston scientific technical services (ts) discussed this may be an indication of twiddler's syndrome. Subsequently, the device and electrode were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.